Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09962.

Event description:
It was reported that the patient¿s hip was revised due to unknown reason. During the revision, the femoral head would not mate with the stem. A second head was attempted with the same result. The surgeon stated the freedom head was not engaging the taper before it began to impinge further down the neck of the stem. The liner was then cemented into the shell and a revision head was then implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was not reviewed investigation results concluded that the reported event was due to user error since biomet head is not compatible with zimmer stem. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.